Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that when the patient was getting a cervical epidural nerve block this morning the hcp ¿nicked or penetrated¿ the lead twice. It was noted that this resulted in ¿terrible¿ pain for the patient for about 10 seconds afterward. It was noted that the patient stated that they pain kept increasing per hour. It was noted that the implantable neurostimulator (ins) was on during the time. It was noted that the lead per the patient was seen on fluoroscopy. It was noted that the patient would meet with the manufacturer representative tomorrow.